Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a proximal left anterior descending artery. Following the procedure, the clinical events committee observed a myocardial infarction and concluded that atherectomy may have contributed. The site did not report any patient adverse effects during the procedure. No further information is available.

Manufacturer narrative:
Subject#: (B)(6). The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction and serious injury appears to be related to operational context. In this case it is likely that the reported patient myocardial infarction and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.